Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity warning on the right ventricular lead for high rate non-sustained episodes and lead impedance variation and pacing impedance out of range. The right ventricular lead was explanted and replaced. The device was also explanted and replaced at that time as the physician was unsure whether or not there was a problem with the header/connector block. No patient complications have been reported as a result of this event.